Manufacturer narrative:
Mindray service representatives replaced the display checked and tested the system.

Event description:
Customer reported the spectrum monitor display was not working which may have resulted in a loss of primary monitoring. No pt injury was reported.